Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was leakage of the connection between the pleur-evac and the ringed tube. It happened on 3 devices the same day with the same patient and same intervention.

Event description:
It was reported that there was leakage of the connection between the pleur-evac and the ringed tube. It happened on 3 devices the same day with the same patient and same intervention.

Manufacturer narrative:
(B)(4). The device history record of the product s-1100-08lf batch number 74l1800962 has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. No nonconformance reports were originated for the lot in question that can be associated to the complaint reported. All materials used during the assembly met current specifications. DHR shows that the product was assembled and inspected according to our specifications. No visual and functional inspection can be performed since the defective sample is not available for evaluation. However, as an additional test, in-process visual and functional inspections were performed to 20 production samples of sub assembly 152753 pe ats conn, needleless, tested order number 2677614; that were taken randomly from assembly line. This subassembly is part of the fg s-1100-08lf related to this customer complaint. During the inspections no issues or discrepancies were found than can lead to the condition reported by the customer. No conclusion can be established at this time based on the lack of defective of sample. It is necessary the physical sample to perform a properly investigation.